Event description:
During product evaluation, the pump's air in line printed circuit board (ail pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The facility reported a pump with failure code 814:04. It is unknown when this failure code occurred. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. Failure code 814:04 was manifested as a result of this condition. The ail pcb could not be calibrated, therefore the pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.